Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause: undetermined. Conclusion: there was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required.

Event description:
It was reported the bd precisionglide¿ needle had the needle clogged/blocked. The following information was provided by the initial reporter: "one of the batches of injection needles was blocked.¿